Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: pink. Battery life remaining: n/a. Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. Customer reports: screw is not moving as intended. The inpen will not dispense any insulin. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. The screw is not bent. However, the inpen screw and dose nut rotate together when dispensing and retracting due to broken bond at the injection nut. Unable to perform functional testing due to broken bond at the injection nut. In conclusion: broken injection bond can affect insulin delivery. The customer complaint of leadscrew anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that leadscrew anomaly, no current code/category occurred. There was no adverse impact or consequence reported as a result of this event.